Manufacturer narrative:
(B)(4). Visual inspection on returned device was performed and it was discovered that one of the leaf spring was broken. No other issues were noticed. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. While no specific design or manufacturing issues were observed, excessive force during use possibly may have led to complaint condition. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The following was reported: 2 level posterior lumber interbody fusion; (B)(6). During the final part of the case the dr was removing the tabs of the screws with the expedium tab breaker. The internal metal retaining clip broke off. Thereby none of the tabs were able to be retained by the expedium tab breaker. All other tabs were removed individually.